Event description:
Boston scientific received information that the pacemaker along with right atrial (ra) lead and right ventricular (rv) lead exhibited noise along with oversensing and pacing inhibition. The pacemaker remains in service. The ra and rv lead were explanted and returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.